Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled, inside the patient.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 2124215-2024-04553 and MFR. Report # 2124215-2024-04544). It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a percutaneous nephrolithotomy procedure in the ureter performed on (B)(6) 2023. During the procedure, the stent was attempted to place over the wire, but they could not get it through the ureter. It was noted that the patient had a very narrow ureteropelvic junction and the stent was found buckled. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event.